Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 29-jan-2025. If the referenced bleeding was pre-existing or occurred during the procedure (potentially by the complaint device). The answer to your question is - the procedure was done due to a pre-existing condition. The scope did not cause the patient to bleed. It was a bleeder case. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved: no known adverse event. According to the initial report, on 16-jan-2025, the sales representative was informed by a nurse at a healthcare facility, about an issue that occurred during a procedure performed during the week on (B)(6). During the procedure, a pentax epk-i8020c (serial number: unknown) and an eg29-i20c (serial number: unknown) were used. Before using the eg29-i20c, the physician confirmed that the endoscope was in good working condition with no apparent issues. However, during the procedure, the endoscopy screen went "black," leaving the physician unable to see. Attempts to irrigate the lens to remove debris were unsuccessful, prompting the removal of the scope. The team then decided to use a second eg29-i20c (serial number: unknown), and the procedure was successfully completed without further issues using the replacement gastroscope. Description of any actions taken: the facility removed the endoscope from the patient and attempted to clear the debris that had accumulated on the distal end. Ultimately, the customer opted to use a second scope to complete the procedure successfully and without further issues. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
D4: serial # is unknown. D4: primary unique device identifier (UDI) # is unknown. Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d8: was this device ever serviced by a third party? H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: event that occurred is video image failure(black out). Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. Remedial action. This event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.